Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms which may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the clinical observation cannot be confirmed. However, it is likely that this patient's medical history of multiple valve disease and cad may have contributed to this event. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.

Event description:
Edwards received information that a patient with an implanted 27mm mitral bioprosthetic valve, for approximately six (6) years and three (3) months, was diagnosed with a moderate central leak (regurgitation) and moderate to severe mitral stenosis. The mitral valve was reported to have thickening of the leaflets mainly due to calcification. Due to patient's condition (high risk of redo-surgery), a valve in valve procedure was performed using a 26mm edwards transcatheter valve which was implanted successfully. It was also noted that this patient has an aortic bioprosthetic valve implanted six (6) years ago, and is functioning properly.